Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided xrays. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as stated by radiologist patient bones are osteopenic and contributing conditions for the reported event (squeaking of hip) include of inherent ability of ceramic-on-ceramic bearings to produce noise, greater than 45° acetabular cup lateral angle of inclination and possible low acetabular cup version. As per maxera cup surgical technique the recommended shell abduction angle to a maximum of 45 degrees and 10 to a maximum of 20 degrees of anteversion. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2017-01439. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported after primary implantation the hip began to squeak. No revision has been reported and the outcome is considered tolerated. No further information has been made available at this time.